Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the device electrically reset and the clinic could not go to end of session with the programmer. No patient complications have been reported as a result of this event.